Event description:
It was reported that the procedure was being performed in a bilateral bifurcation, which was very calcified and very tortuous. Stents were being placed in both the right and the left sides at the same time. However, the omnilink stent in the right side would not cross. The stent was removed and pre-dilatation was performed. Then the same omnilink was again advanced to the lesion and again it did not cross. Upon removal, the stent dislodged. And attempt was made to snare the stent, but it was unsuccessful and the pt was sent to surgery to remove the stent. Reportedly, the pt did fine in surgery.